Manufacturer narrative:
(H3) the prosthesis wear reported may have been the result of excessive posterior slope of the tibial components, which led to posterior wear of the insert. This cannot be confirmed because it is unclear if the patient has been revised and not enough information (images, x-rays, etc.) Has been provided. Additionally, a contributing factor to the wear may have been the result of the insert being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, b1, b2, b4, d10, e1, e3,g1,g4, h1, h6, h11 should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
The revision occurred. The patient who had a right tka using a cr slope+ tibial insert complained of knee swelling and pain. The surgeon diagnosed the wear of the tibial insert. The revision surgery for the replacement of the tibial insert was performed. Breakage and wear were observed in the retrieved tibial insert as well as tibial tray. The surgeon decided that the insert and tibial tray only were replaced with a new crc size 3 13 mm neutral insert and tibial tray 3f/2t. There was device breakage, which was retrieved from the wound site. Polyethylene particles were removed by the surgeon appropriately. There were no surgical delays reported. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. Device images were provided. No further information. This is 1 of 2 reports for this event.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, sales rep informed that there is a plan that the recall insert will retrieve at revision surgery around week after next due to posterior wear of the insert.